Event description:
Pace medical was notified on july 6,2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned the device with the complaint of intermittent operation. The device was examined and it was determined that the battery connector needed replacing and a solder repair was needed. The device was re-calibrated and final recall. All tests were passed and the device was returned to the customer. Reason for return: possibly the result of rough handling or a sudden impact.